Manufacturer narrative:
The reported event for inoperable ipg was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all test steps except ucod due to a broken feed through wire.the broken feed through wire damage is consistent with damage that was caused during the explant procedure and is not related to the complaint.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. As a result, the physician explanted the ipg.